Event description:
It was reported that the customer was experiencing high blood glucose (bg) levels but did not provide an exact value. The customer inquired how the pump delivers basal therapy. Tandem customer technical support explained that the pump delivers small portions of the 1 hour basal rate every 5 minutes. Customer understood and declined troubleshooting for high bg levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.